Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that loose set screws were noted during a routine post-operative x-ray examination following a pedicle screw construct extension using iliac screws. The patient underwent surgery to remove and replace the set screws. The surgery was reported to have been completed successfully.